Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) elastomeric infusion pumps underinfused during infusion. There were flow issues with the pumps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 (updated codes) and h11: h11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to b5, d1, d4, g4, and h11: b5: the device is a large volume folfusor. H11: the quantity of events reported in this MDR is being changed from 1 to 2 based on additional information received. Additional initial mdrs are being submitted for the additional events. Should additional relevant information become available, a supplemental report will be submitted.